Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had difficult plunger movement when pushing the insulin into an insulin pump during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported, having an "extremely difficult time" pushing on plunger once she draws her insulin stated, she is pushing the insulin into an insulin pump. Stated, it eventually goes in but not without a struggle. Stated, she did not have an issue drawing the insulin, only when trying to dispense it in their pump".

Manufacturer narrative:
H.6. Investigation summary: two samples received for investigation, samples are evaluated for visual inspection of needle and syringe, break out and sustaining force, and presence of lubricant. There were no issues with the plunger movement, no defects were found, results were compliant. During the documentary review, no records of quality events were observed during the manufacture of the product, the lot was inspected and subsequently released according to the established quality criteria. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had difficult plunger movement when pushing the insulin into an insulin pump during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported, having an "extremely difficult time" pushing on plunger once she draws her insulin stated, she is pushing the insulin into an insulin pump. Stated, it eventually goes in but not without a struggle. Stated, she did not have an issue drawing the insulin, only when trying to dispense it in ther pump"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had difficult plunger movement when pushing the insulin into an insulin pump during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported, having an "extremely difficult time" pushing on plunger once she draws her insulin stated, she is pushing the insulin into an insulin pump. Stated, it eventually goes in but not without a struggle. Stated, she did not have an issue drawing the insulin, only when trying to dispense it in ther pump."